Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found the lens haptic broken. Dimensional inspections found the lens to be within specifications. Claim: (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. Device evaluation is required but has not yet been performed. Investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation. The lens was exchanged for a lens of a different power & model & the problem was resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software.